Event description:
Customer reported having a blood glucose of 400 mg/dl. The customer also stated she was unable to come down from her high blood glucose. She also stated that she was a brittle diabetic. Troubleshooting found the customer's settings were entered correctly on her insulin pump. The customer also reported a bent cannula. The customer did not want to troubleshoot any further. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.